Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralight st (x2) on (B)(6) 2012 and on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2012 ¿ patient was diagnosed with multiple incarcerated ventral incisional hernia with postsurgical adhesions thereby underwent laparoscopic repair with implant of ventralight st using echo ps mesh (device 1). Per operative notes, ¿significant adhesions and multiple hernia defects noted infraumbilically and adhesions were reduced. The largest hernia was noted midway between umbilicus and symphysis another large hernia that was extruded through were reduced. A ventralight st using echo ps mesh (device 1) was placed over the defect in the umbilicus to symphysis. These were tacked in place and secured with sutures.¿ on (B)(6) 2014 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with partial removal of ventralight st using echo ps mesh (device 1) and implant of ventralight st mesh (device 2). Per operative notes, ¿a small umbilical hernia superior to the umbilicus and there was ventral hernia incarcerated with omentum and fat was clearly reduced. Extensive adhesions of the lower abdomen from prior mesh (device 1) was lysed. The small portion of the mesh (device 1) was lifted off the fascia around which some omentum had snugged around and adherent to the fascial surface of the mesh (device 1). The omentum and hernia sac was reduced and lifted margins of the prior mesh (device 1) were retacked to anterior abdominal wall with sutures. To the hernia defect, the ventralight st mesh (device 2) was placed over the defect and overlapped with prior old mesh (device 1) and secured with sutures. The umbilical hernia was reduced with sac and excised. The defect was closed and fascia was closed primarily with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the brand name and PMA/510(k) number. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2012) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4 (product catalog no., UDI no, expiry date, corporate lot no.), g3, g6, h2, h4, h6, h10, h11. Corrected field: d1 (brand name), g4 (PMA/510(k). This supplemental emdr represents the ventralight st using echo ps mesh (device 1). An additional supplemental emdr was submitted to represent the ventralight st mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #1). An additional emdr was submitted to represent the bard/davol ventralight st mesh (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralight st (x2) on (B)(6) 2012 and (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.